Event description:
It was reported that the image was cloudy on the videoscope. This occurred during preparation for use and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to improper or inadequate reprocessing or handling. However, olympus could not identify a definitive root cause of the event. The instructions for use states the inspection method associated with the event in "3.8 inspection of the endoscopic system¿. Chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.